Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: on the received picture there is a broken fragment visible. Therefore, the complaint is rated as confirmed. The review of the picture does not allow to any determination of any root cause. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the 2.0mm drill bit with depth mark broke off inside humerus. Action taken when an event occurred left drill in the bone. The fragments were generated from a broken device, could not remove without making an osteotomy. There was no surgical delay reported. The procedure was successfully completed. It is unknown if there was patient consequence. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).